Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient that his back started itching and had a rash. There was no alleged device malfunction contributing to the irritation. Patient was given lotion by staff at hospital. Patient reported that the rash is improving.